Event description:
It was reported that the customer had frequently no or intermittent response by button press. Pump was not dropped or exposed to moisture. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Customer was asked to return the pump for analysis. No further assistance needed.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.